Event description:
Indwelling catheter inserted early morning, would not drain. Attempts to irrigate unsuccessful. Catheter was removed and found defective; no drainage holes in tip of catheter. Dates of use: (B) (6) 2010. Diagnosis or reason for use: urinary incontinence.